Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when filling multiple cartridges, the syringe did not return to the neutral position after performing the air removal sequence. Tandem technical support advised the customer to perform a cartridge change as the current cartridges may be damaged. Additionally, it was reported that the customer received multiple minimum fill notifications. Reportedly, the cartridges had been filled with 150 units of insulin. A new cartridge was successfully loaded resolving both issues. Blood glucose level was 134 mg/dl.